Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. A leak was observed on both sides of the balloon tab weld. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a crack in the connection tube at the v notch. One tr band and inflator were returned for analysis. No damage or deformities were noted on the band or inflator. The sample was subjected to leak testing and leaked at the balloon tab due to a crack in the connection tube at the v notch. The complaint can be confirmed for air leakage issues. The cause is a crack in the connection tube at the v notch. A nonconformance was initiated for this issue. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: manager. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was placed on patient per protocol. When the patient was in recovery, the tr band lost air and would not hold air. The device seemed to be leaking air. There was no blood loss. The procedure being performed on the patient was a heart catheterization. Additional information was received on 21jul2025: there were 12ml's of air injected into the tr band when it was applied. There were no other devices used in the access site for hemostasis. The patient was stable. Hemostasis was achieved using a second tr band.